Manufacturer narrative:
A customer reported an unusual loud noise when rotating the turntable on the aia-360 analyzer. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for human chorionic gonadotropin (bhcg), estradiol (e2), and luteinizing hormone (lh ii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results. A field service engineer (fse) was at the customer site to address the reported event. The fse confirmed the complaint and was able to reproduce the noise by running a patient sample. The fse noticed the noise was coming from the diluent syringe unit while running. The fse replaced the diluent syringe unit and ran a daily check and quality control with no errors. The analyzer was operating as expected and returned to use by the customer. No part(s) will be returned to tosoh. The most probable cause of the reported event is due to a failed diluent syringe unit. A 13-month complaint and service history review for serial number (B)(4) from the date of 12apr2021 through aware date 12may2022 was performed for similar complaints. There were no similar complaints identified during the search period including this event.

Event description:
Customer reported that the aia-360 analyzer was making an unusual noise when rotating turntable. The noise also occurs during analysis. This is a reportable event based on delay in reporting patient results for luteinizing hormone (lhii), estradiol (e2), and beta human chorionic gonadotropin (bhcg) analytes.